Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in the initial submission, in section b5, it was indicated there was a total noe of 249 for this period, however the total number is 250. In initial report, in section h10, lot number 60192493 had a quantity of 3, however, the quantity should have indicated 4. All pertinent information to johnson & johnson surgical vision inc has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: lot numbers: unknown (31), 60211063 (18), 60207828 (15), 60211030 (11), 60118516 (10), 60198275 (9), 60192492 (9), 60098300 (8), 60175985 (7), 60175988 (7), 60193343 (7), 60201243 (7), 60177795 (7), 60139748 (6), 60204269 (6), 60207827 (5), 60166714 (5), 60176687 (5), 60089813 (4), 60139744 (4), 60201244 (4), 60175986 (3), 60176689 (3), 60185306 (3), 60090099 (3), 60192493 (3), 60161107 (3), 60175425 (2), 60207807 (2), 60146509 (2), 60186993 (2), 60174202 (2), 60154769 (2), 60151193 (2), 60207805 (2), cc12721 (2), 60165251 (2), 60165254 (2), 60176686 (2), 60179689 (1), 60106520 (1), 60146511 (1), 60123969 (1), 60122792 (1), 60174203 (1), 60213140 (1), 60127489 (1), 60185308 (1), 60197372 (1), 60207808 (1), 60158133 (1), 60178927 (1), 60161102 (1), 60180610 (1), 60161104 (1), 60218187 (1), 60201887 (1), 60185307 (1), 60116161 (1), 60174200 (1), 60162322 (1). Additional manufacturing site address for this lot number (cc12721) is as follows: (B)(4). From the total of 249 reported events 245 were not investigated following internal procedures that no investigation is required for previously investigated events and in 4 events an investigation was required. Of the 4 events that an investigation were required: 4 cases that were investigated, the lot number was not provided and the product has not returned. A review of the manufacturing records could not be performed as a product lot number was not provided.  The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 249 </noe> malfunction events. The events were related to suction loss while the intralase laser was firing when using the patient interface. The sterile disposable intralase patient interface uses a pre-sterilized suction ring assemblies and pre-sterilized applanation lens to flatten the cornea during the laser procedure to perform a lamellar resection of the cornea. Of the 249 reported events 186 were completed successfully, 3 were not completed successfully and 60 did not provide information regarding the procedure completion. Of the 186 event that were completed successfully: 82 cases had a new patient interface used to complete the procedure. 10 cases had the same patient interface used. 94 cases the information was not provided. There were no medical events reported.